Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon evaluation, the cycler functional display check failed. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. The inverter board will be replaced in production during the refurbishing process. There was no burning smell noted during the investigation. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during the patient¿s peritoneal dialysis (pd) treatment. There were no recent power outages reported and the power cord connection behind the cycler is secure. The cycler is plugged into an unshared power outlet. The cycler was rebooted and there was background lighting on the keyboard, however the screen remained blank. It was reported that there was a burning smell coming from the cycler as well. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up it was confirmed that the patient was able to complete treatment using manual supplies and there were no adverse events or medical intervention required as a result of the reported event. The patient stated that there was no fire or smoke related to the reported burning smell. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.